Event description:
A shockwave c2+ coronary intravascular lithotripsy (ivl) catheter was used to treat a lesion in the middle left anterior descending artery (lad). Approximately, one hundred and twenty (120) cycles were delivered. During the procedure while preparing the vessel, the diagonal branch was lost and could not be saved. It was noted that a stent was deployed close to the bifurcation of the lad and diagonal branch. The physician did not attempt to rewire the diagonal branch. There was no patient sequelae and no malfunction of the ivl catheter.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. Based on the reported information, the cause of the occlusion could not be determined. There was no reported ivl catheter issue. The lot number of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to distribution.